Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic with signs of non-sustained lead noise and cross-talk due to myopotential oversensing. The device was reprogrammed and tested. The oversensing issue was resolved in clinic. .

Event description:
New information received indicates crosstalk and non- sustained lead noise episodes were observed again. Further programming change was recommended.